Event description:
It was reported via repair work order that there was a loss of motor function due to the limit switch being out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as the evaluation was allegedly inspected by the customer who determined there was a limit switch issue causing a loss of motor functions. Customer to do repairs. Customer performed evaluation.

Event description:
It was reported via repair work order that there may have been a loss of motor function as the limit switch was out of alignment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.